Manufacturer narrative:
Device received with unable to perform displacement test due to detached end cap and missing motor support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor or piston part of insulin pump, the part of drive support cap was flushed out or protruded from the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to revert back using manual injections or pens as per doctor's instructions. The insulin pump will be returned for analysis.